Manufacturer narrative:
Unit was received with blank display due to c13/lcd puncturing through the isolating tape and making contact to the positive side of the battery tube. Unable to verify motor error alarm due to blank display.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and was unable to complete the rewind process. Blood glucose level at the time of the incident was 260 mg/dl, which was treated with a manual injection. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.